Manufacturer narrative:
Continuation of d10: evproplus-26us transcatheter valve implanted: (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that one day after the implant procedure, they experienced a "stabbing" pain under the trapezius muscle. They also experienced "flutters" in their stomach a few hours after the procedure. The patient went to the hospital and the cardiac resynchronization therapy pacemaker (crt-p) settings were reprogrammed. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: evproplus-26us valve implanted: (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the "flutters" were determined to be due to phrenic nerve stimulation and reprogramming was done to adjust the lv lead thresholds. A chest x-ray was performed showed that the lead was the correct position. A warm compress was recommended to relieve the muscle pain.